Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer reported via email that the string was missing from the tampon and it leaked. No injury was reported.